Event description:
Basic heart pack had contaminants in the raytec gauze. Phs pack catalog# 621925a; lot 1174681; rev: 013. Smh received replacement pack from scv. The raytec found in the phs packs are made by covidien - kendall. Vendor item #: (B)(4). Focusing raytec (and not phs packs): phs pack address: (B)(4). Same reporter in mw5043161- mw5043178.